Manufacturer narrative:
This report is submitted on july 21, 2020.

Event description:
Per the clinic, it was reported that the patient's implant magnet dislodged following an MRI scan (date and tesla not reported). Subsequently, the patient underwent surgical revision on (B)(6) 2020, in order re-insert the magnet into the implant pocket. The device remains in situ.